Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. It was reported 1 month post stent graft implant the stent graft may have an infection. The physician elected to explant the stent graft and surgically convert the pt to a conventional stent. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: infection. Device was discarded. Conclusions: device was discarded.